Event description:
(B) (4). Same case as 2134265-2010-02162. It was reported that during a carotid procedure, the patient experienced internal carotid artery (ica) spasm. The 70% stenosed target lesion located in the left proximal internal carotid was 1.5mm long with a reference vessel diameter of 5mm. The target lesion was treated with a filterwire ez and placement of a carotid wallstent. Following post--dilation, residual stenosis was 0%. During the index, it was noted an event of ica spasm occurred above the stent at the filterwire. The patient was treated with nitroglycerin and the event was resolved without residual effects.

Manufacturer narrative:
(B) (6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B) (4).